Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v099767, implanted: (B)(6) 2008-, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. An appointment of (B)(6) 2014 was noted.

Event description:
It was reported that patient experienced sudden, severe pain (10 out of 10) at the site of their implantable neurostimulator (ins) device which started approximately 2 weeks ago. The pain came when the patient flexed their hip up. The patient went the ER (2-3 weeks ago) and a CT scan was performed that showed no sign of infection. It was noted that the only way the patient¿s pain could be reproduced was to push on the ins. The sensation was felt like a ¿poke, stab, or stinging¿ (but not a shock) to the patient. The patient ¿felt better¿ when the pushing was ¿let off¿. Prior to the pain issue, the patient had turned the stimulation up from 2.5 volts to 3.5 volts and then the pain came 3 days later. The patient¿s ins was interrogated with the clinician programmer where multiple abnormal impedances (>4000 ohms) were found. It was noted that the patient was not programmed on the contacts that showed the high impedances. The contact that showed >4000 ohms were c-#0, 0-1, 0-2, 0-3. The other contacts were reported to be in normal range. The patient was currently on #3(-), 1(+), 501 ohms impedance. It was also noted that the 2 3 impedances were 566 ohms, 16 ua. The patient felt the stimulation as a vibration in the rectal area. It was determined that the currently programmed contacts were intact since the patient felt the stimulation in the correct location. It was also reported the healthcare professional (hcp) believed that the ins was not flipped. In addition, it was noted that the hcp had not seen the patient since 2010. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.